Manufacturer narrative:
Citation: brown j et al. Valved bovine jugular vein conduits for right ventricular outflow tract reconstruction in children: an attractive alternative to pulmonary homograft. Ann thorac surg 2006;82:909 ¿1. Doi:10.1016/j.athoracsur.2006.04.066. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding comparison of a valved bovine jugular vein with pulmonary homograft for use in right ventricular outflow tract (rvot) reconstruction. All data were collected from a single center between may 1999 to july 2005. The study population consisted of 62 patients (predominantly female; mean age 7.3 years), all of which were implanted with a medtronic contegra conduit (serial numbers were not included). Among all patients two early deaths and four late deaths occurred. None of the deaths were attributed to medtronic product. Among all patients adverse events included: atrial/ventricular ectopy, right ventricle (rv) dysfunction, pulmonary insufficiency, tricuspid insufficiency, mitral insufficiency, elevated gradients, pleural effusion, pseudoaneurysm, conduit obstruction, and intervention including explant of the conduit. No additional adverse effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.